Event description:
It was reported that the patient experienced pain behind the ear at their deep brain stimulation (dbs) lead extension site. It was noted that the pain subsides when they take their prescribed celebrex for other medical issues, however, returns once the medication wears off. A computed tomography (CT) image was taken, and the physician did not see anything concerning per their assessment. The patient is doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7096708.